Event description:
My daughter uses an omnipod insulin pump for type 1 juvenile diabetes. On (B)(6) 2012, the pdm had a malfunction and I had to call the company to reset it. On (B)(6), almost 24 hours to the minute, she had a pod failure. I called the company again and asked if the machine needed replacing and also asked if because she¿s had it for 2 years now, is it just not functioning properly, if it only lasts a certain amount of time. They said no, it was just a failure. On (B)(6) 2012, without our knowledge, the pdm (the device that controls the amount of insulin she is getting through a pod that she wears on her abdomen) failed without notifying us. It failed at approx. 7:30pm. Normally, if there is a failure, there is a message and tone to alert us. There was nothing. Her sugar was high when she tested it, so she bolused and went to bed. When she woke up the next morning, she was not feeling well and her sugar was still high. She bolused again, both times, the machine alerting her that it was successful. She went to school and began vomiting, 4 times in about 25 minutes. She thought she caught a bug because her brother hadn¿t been feeling well. I took her home and again, she checked her sugar and it was high, it will run high when she is sick. Again, she bolused and the machine indicated it was successful. I asked her to check her ketones (to check her urine for sugar). She did and it was at the highest level indicated on a chart. I called the doctor¿s office and told the nurse what had happened starting with the night before. She told me to take her to (B)(6) ER. I did and they said she had ketoacidosis, something that affects all of her organs and brain. She was given a bag and a half of fluid, medicine through her IV to help stop the vomiting and had blood taken several times for testing. Her skin was also yellowish. I was so happy with the treatment there and actually commented to my daughter on how well she was being cared for. At one point, when the nurse came in, she said her levels were improving. I asked what that meant and she said they had thought she was going to be sent to ICU! Thankfully she ended up leaving the ER and going home. I contacted omnipod and they agreed to replace the pdm. I ended up placing a few more calls after doing some research on the internet. Omnipod acted as if this has never happened before. There are several posts that people have had malfunctions and some people even stopped using it. After reading that, I called omnipod and asked to speak to a manager. They said one would have to call me back. I waited a day and when no one called me, I called them again. They basically wanted to know what I wanted them to do. I asked them why it¿s not printed anywhere and why when their rep comes to the house to explain how to use it, no one is told that this could occur. The woman responded that this is the first time this sort of thing has happened! I don¿t believe it. They did send me the new pdm and have requested the old pdm back so that they can find out what happened. I don¿t think that is enough. I¿m not sure if I should look for an attorney, but what I do know is that there are innocent unsuspecting people both young and old using this device and this can happen without anyone knowing it¿s happening. Dates of use: (B)(6) 2010 ¿ (B)(6) 2012. Reason for use: type 1 juvenile diabetes.